Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified distal mid right coronary artery (rca). A 2.50mm x 15mm nc emerge balloon catheter was advanced to predilate the lesion. After performing pre dilatation for the distal part of mid rca, the balloon was moved proximally and was inflated at 20 atmospheres. However, on the 3rd inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status was good.